Event description:
Complainant alleged that during a routine shift check by a clinician the device had no display on the monitor screen and would not charge while plugged into an a/c outlet. The complainant indicated that there was no pt involvement in the reported failure.